Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was hanging in the delivery rod and was brought out. There was no reported patient injury. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was fully depressed, and the indicator window was found in the black/red/white position. No plug was returned, and the indicator wire was fully retracted. A non-cordis catheter sheath introducer (csi) was returned with the device, inserted on the unit. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit denoted a complete deployment state. The dimension of the delivery shaft inner diameter (ID) was reviewed. During the analysis, it was confirmed that the dimension of the ID was within specification. No functional analysis could be performed as the device was already deployed. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. The reported event by the customer as ¿vascular closure device (vcd) - deployment difficulty - partial deployment¿ was not confirmed since the unit was received in the deployed state. The conditions of the indicator window position (black/red/white), deployment lever (fully depressed), and the fact that the plug was no longer in manufacturing position while the indicator wire was fully retracted indicates that no manufacturing issue was related to the reported event as these conditions are the expected to be present when a unit has been deployed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Therefore, no manufacturing related defect or anomaly could be contributed to the event as reported. Concluding, that no corrective or preventive actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was hanging in the delivery rod and was brought out. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.